Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula compromised with a 'white spot' that moved after first 5 unit bolus, on (B)(6) 2025, during troubleshooting that led to occlusion alarm. The event occurred within 3 hours of insertion and sometime up to 6 hours. The insertion site was thigh. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.